Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the guide wire was completely advanced through the distal lumen of the catheter. Minor force was required to remove the guide wire from the catheter. Large quantities of dried biological material were observed between the coils of the guide wire. This in combination with the kinking likely contributed to the resistance encountered by the customer. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 560mm from the proximal weld. The slight bend in the guide wire measured 490m-500mm from the proximal weld. The guide wire total length measured 683mm, which is within the specification limits of 679mm-687mm per the guide wire product drawing. The guide wire outer diameter measured .790mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The catheter body length measured 319mm, which is within the specification limits of 310mm-330mm per the catheter product drawing. The catheter body outer diameter measured 2.39mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The guide wire was removed from the catheter. Minor resistance was encountered due to a build-up of dried biological material. Once the biomaterial was removed from the guide wire and catheter, the guide wire was inserted a second time. It appeared to pass through the catheter with minimal resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire due to catheter resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/bent in two locations. Minor resistance was encountered when removing the guide wire from the catheter due to the kinking and a build-up of dried biological material. Once the biomaterial was removed, the guide wire was able to pass through the catheter with minimal resistance. Aside from this, the guide wire and catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 25sept2022, the spring wire guide (swg) was hard to advance when used, and the wire was unraveled after removed during use on a patient. The entire device was removed in its entirety and changed to a new set. There was no report of the therapy being delayed or interrupted. There was also no report of any harm, injury, or any complications to the patient.

Event description:
It was reported on (B)(6) 2022, the spring wire guide (swg) was hard to advance when used, and the wire was unraveled after removed during use on a patient. The entire device was removed in its entirety and changed to a new set. There was no report of the therapy being delayed or interrupted. There was also no report of any harm, injury, or any complications to the patient.

Manufacturer narrative:
Qn# (B)(4).